Manufacturer narrative:
The associated devices were returned and evaluated. From the analysis conducted during this investigation, it was concluded that the anthology hip stem fractured by the initiation and subsequent propagation of fatigue cracking. The fracture most likely initiated on the superior aspect of the stem. Near this region scratching and metal transfer were observed which were likely due to contact with a stainless steel instrument during a previous surgery or during this revision. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the stem could not bear the imposed patient loading, which lead to an overload fracture. Fatigue cracking is caused by the stem bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. Bone attachment was noted on the proximal porous coated region of the stem. Damage to the liner possibly occurred during removal. No material deviations in the stem were found during this investigation. A review of manufacturing records could not be performed as identifying batch #¿s remain unknown. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It was reported that revision surgery was performed due to pain.